Event description:
While accessing a port, I realized the foil package of benzoin was filled with air and the swabstick was dried up when I opened it. I had to have someone else open a whole new port kit for me to get additional benzoin since I was already sterile.